Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: there have been 18 complaints on the new design of the xia torque wrench. The returned device was confirmed to have the hex tip broken off at the end, the broken tip was not returned. Machining lines are visible on the surface that runs perpendicular to the hex tip. The DHR for this device's batch was reviewed and no deviations linked with the reported event were noted. It was reported that the surgery was note delayed and there were no adverse consequences. Conclusion: the device failed during use. A non-conformance report has been initiated.

Event description:
It was reported that, "during final tightening the hex tip snapped off."